Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7080847.

Event description:
It was reported that the patient was experiencing stimulation on non targeted areas due to lead migration. The patient underwent a lead revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.